Manufacturer narrative:
(B)(4).

Manufacturer narrative:
UDI #: n/a.

Event description:
The user is questioning the announcement of ¿analysis aborted¿ three times during this patient use event. The patient did not survive.